Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed alinity I total -hcg results for a 31-year-old pregnant female patient. The following results were provided: (customer provided normal is <5 miu/ml) (B)(6) 2026 sid (B)(6) initial result = <2.42 miu/ml, aliquot of the sample result = >30,000 miu/ml primary tube repeat result = >30,000 miu/ml. No impact to patient management was reported.